Manufacturer narrative:
All of the buttons functioned properly and no button error alarm was noted. However, corroded keypad traces were noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump was alarming button error. Customer was unable to clear the alarm. Customer's blood glucose reading at the time of the call was 180 mg/dl. Advised customer the product will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.